Manufacturer narrative:
Based on the information available at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records could not be conducted. If additional information is obtained, a supplemental MDR will be submitted. Remains implanted.

Event description:
It was reported that on (B)(6) 2012 the patient underwent a right ventral hernia repair with implant of a bard composix mesh. As reported, on (B)(6) 2016 the patient was admitted to the hospital with severe abdominal pain, swelling and an elevated white blood cell count. During her hospitalization the patient had several CT scans performed of her abdomen as well as a colonoscopy. As reported the test results were negative for any hernia recurrence, she was diagnosed with abdominal pain then discharged home with two oral antibiotics. As reported, the patient consulted with several surgeons after her hospitalization regarding her abdominal pain and swelling and was told they could not perform any exploratory surgery at this time and referred her to a pain clinic. The patient is currently being treated with prescription pain medications.